Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28jan2020.

Event description:
The customer reported a touchscreen calibration issue. There was no patient involvement. The manufacturer¿s field service engineer (fse) remotely confirmed the reported touchscreen calibration issue. The fse remotely provided the part number for the touchscreen. The customer replaced the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.